Event description:
On (B)(6) 2012, the reporter contacted animas alleging that up arrows sticks and is intermittently unresponsive to button presses. Reporter denies any damage to button or keypad, and other buttons are working fine. The pump is worn in a pocket and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the ok, up arrow and down arrow keypad buttons were intermittently responsive. All of the keypad buttons had normal spring back or click. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.